Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the account received an error message on the recorder stating that the device was searching for the ph capsule. Another message appeared stating that there was an ID mismatch error. The error message is indicative of calibration data being erased; the recorder will not be able to calibrate the capsule as it was already placed inside the patient. A repeat procedure was necessary due to the alleged device malfunction. There was no harm to the patient or user due to the alleged device malfunction. No known adverse events were reported.